Event description:
It was reported that directly after implant, while in recovery, the patient had a seizure and then while in ICU (intensive care unit), she had a couple more seizures. It was noted that the patient was considering turning the device off in the shower, but was shy about doing anything because she had tremors, not parkinson¿s, head throw, left arm, and left legs and was thankful for what stimulation was covering.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 3387s-40, lot# va07sq6, implanted: 2013-(B)(6), product type lead. (B)(4).